Event description:
Both broken unid rods and 1 broken medicrea screw at l4, implanted in (B)(6) 2017. Patient did not recall a specific event but started having pain and noticed audible popping. Revision is planned in (B)(6).